Event description:
The patient's battery was failing; it was at the critical failure point. The patient had "decompensated to pre-implant levels"; he was in a "very bad state". The patient underwent surgery. At follow-up, the physician attached a device to the "wires of the battery" but was unable to adjust anything. It was felt that the physician did not know how to adjust the battery. The patient had difficulty walking, sleeping, and articulating his thoughts. The patient saw another physician located over two hours away from his home and was told he would need to return every two weeks for six months to adjust the battery. The outcome is unknown.